Event description:
It was reported that the camera turns on and off by itself. No backup was readily available, despite contact with reporter it is unknown if procedure was completed with the same device or with a competitive one. No procedure delay or patient injuries were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of turning itself on and off could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal or power loss. Video image remained constant throughout burn-in and ccu did not power up or down by itself during burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.